Event description:
It has been reported that during a knee arthroplasty, the articular surface did not engage with the tibial base plate.

Manufacturer narrative:
Report source - (B)(6). Visual inspection of the returned articular surface found multiple gouges and dents on the inferior surface. Evaluation identified that the dovetail was flared. Dimensions measured were within tolerance, but a full dimensional analysis could not be completed due to the noted damage on the returned device. DHR was reviewed and no discrepancies were found. Flaring of the articular surface dovetail can occur during insertion attempts or removal of the implant but does not provide enough information to determine if the surgical technique was followed. Reported information states that the surgeon followed the appropriate technique. The most probable root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.